Event description:
The customer reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The customer was instructed by technical support to plug the wall adapter into a known working outlet and wait at least 30 consecutive minutes to see if the pump would begin charging, and a follow-up was planned. Patient confirmed using different charging supplies and leaving the wall adapter plugged in for 30 consecutive minutes did not resolve the issue. No charging connection was recognized. Cts will replace pump.